Event description:
On 10/13/98, the paralegal of the prior owner of the MFR informed the present MFR's rep of the following: the description of event was infection with questionable intravenous infiltration of leakage injury. Additionally, it was stated that the device is not yet available to be returned to the MFR. For analysis. No further details were provided at this time.